Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the cause of the broken lens was attributed to observed bending of the outer tube. Cause is attributed to considerable mechanical force caused by an impact or fall. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope "oes elite", 4 mm, 12°, hd, autoclavable exhibited a cracked lens. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.